Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia after cardiac arrest. Eight hours after the catheter was placed, thermogard xp ivtm system generated mid 09 (air trap assembly) error message due to start-up kit (suk) air trap leak. The saline fluid was observed in the airtrap holder and on the floor. Airtrap alarm was cleared on the thermogard console and treatment was continued with new suk. Following morning, thermogard xp ivtm system generated tcm ID: 06 (ce post failure) error message. The error message was unable to be cleared by the user. No further information was provided. No known impact or consequence to the patient.

Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4) was evaluated at customer site. The customer reported complaint for the thermogard console displayed error message tcm ID: 06 (ce post failure) was confirmed during initial functional testing and archive review. Cooling engine heater was found to be defective and was replaced to remedy the issue. Visual inspection was performed and found damaged pump lid, unrelated to the reported complaint. The thermogard is a reusable as well as serviceable device and was manufactured in 2014. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. Following the service and repair, the thermogard console was tested functionally and passed successfully with no issue or faults observed. Event log shows tcmid:06 errors, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for thermogard console with serial number (B)(4).